Manufacturer narrative:
Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Intracerebral bleeding is a known inherent risk of flow diversion procedure and is documented in the pipeline flex instruction for use. Information received from the same report as MFR: 2029214-2016-00299.

Event description:
Medtronic received information that a patient experienced intracranial hemorrhage 24 hours post pipeline flex treatment. The patient underwent treatment of a giant unruptured aneurysm located in the ophthalmic segment of the internal carotid artery. The patient had a very tortuous anatomy with a loop in proximal ica was encountered. The pipeline flex device was initially opened in distal m1 of middle cerebral artery (mca) and the physician then pulled the system back. When the pipeline reached the intended position was obtained the physician continued with pipeline deployment. The pipeline was implanted successfully and the patient woke up in the angio lab as expected. It was reported that the patient developed one-sided weakness after a few hours and the patient's condition deteriorated further. It was further reported that a hemorrhage was found on post-procedure imaging in the m2 region distal from where the pipeline was implanted. The physician indicated that he did not believe the incident to be due to any product issues.